Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was admitted to the hospital on (B)(6) 2015 with a blood glucose level over 600 mg/dl. Customer was wearing the pump at the time of the hospitalization. Caller does not recall what pump he was using because it was a long time ago. Customer had difficulty breathing at the time of the hospitalization. Caller stated that the customer was treated with IV drip insulin when he was in the hospital. Customer has experienced a hospitalization for high blood glucose several times. Customer is wearing the pump but the pump is not available to troubleshoot at this time. Caller stated that the customer's current blood glucose is 276 mg/dl and the customer treated with a bolus. Customer has a back-up plan of shots. Customer has also contacted his health care provider regarding his high blood glucose.